Event description:
It was reported that the during interrogation the patient had low flow and low speed alarms where the speed showed to be zero due to phase to phase short. The log file captured intermittent speed drops and pump stops between on (B)(6) 2022 while on batteries and connected to the power module. A x-ray was taken. The external image was unremarkable but the internal image showed what appeared to be a 90 degree bend just after the loop near the pump. A driveline repair was performed on (B)(6) 2022 about 2.5 inches from the exit site without patient complication. About an hour after the repair, the patient was experiencing red heart alarms while tethered on grounded patient cable due to possible wire damage and the patient was returned to an ungrounded patient cable without issue. The patient had their pump exchanged on (B)(6) 2022 and the alarms resolved.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the evaluation of heartmate ii lvas, serial number: (B)(4), confirmed driveline (dl) wire damage that could have contributed to the reported events. The submitted log file captured momentary pump stops and low-speed events, as well as associated alarms throughout the log file while the system was operating on both batteries and mobile power unit (mpu). Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. (B)(4) was returned assembled with the driveline (dl) cut approximately 14.5" from the pump housing and approximately 22.5¿ of the distal portion of the dl was returned attached to the controller. Also, approximately 20.5¿ of the distal portion of the dl was returned under work order: (B)(4) prior to the return of the pump. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Continuity and hipot testing were performed on the 20.5¿ and the 22.5¿ distal end portions of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Examination of the pump-end segment of the dl (14.5") noted breakdown of the braided shield approximately 10-11.5¿ from the pump housing. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires noted breaches in the orange and brown wires approximately 10.5-11.5" from the pump housing. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The driveline¿s wires confirmed the breaches to the insulation of the brown, orange wires, while also revealing breaches in the black, red, yellow, and green wires approximately 10.5-11.5¿ from the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The yellow and green wires redundantly support motor phase 1, the brown and black wires redundantly support motor phase 2, and the red and orange wires redundantly support motor phase 3. If the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on battery power, the resulting phase-to-phase short could have resulted in the pump stops. If the exposed conductors from the wires contacted the braided shield while operating on a tethered power source (such as the mpu), the resulting electrical short to ground could have caused the pump stop and low-speed events. The most recent revision of the heartmate ii instructions for use (IFU) of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(4) and driveline, serial number: (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.